Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina and arrhythmia are listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014 the 3.5x18mm xience xpedition stent was implanted in the proximal left anterior descending coronary artery. The patient was discharged on (B)(6) 2014. Information received from the two-year follow up indicated that the patient was admitted to the hospital with an abnormal heart rhythm, palpitations and chest tightness on (B)(6) 2016. Medication was given. The patient was discharged on (B)(6) 2016. A coronary angiogram was not performed. No additional information was provided.